Event description:
It was reported that after the intra aortic balloon was in use for a short period of time, blood was noted entering the helium gas tubing. The intra aortic balloon was removed without any pt complications.